Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a patient who was receiving an unknown drug at the time of the event. The indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The patient stated that the pump did not do him any good and it hurt him all the time so he had it removed around (B)(6) 2015.